Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device fractured during the trialing process. All pieces were accounted for during the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional identified signs of repeated use and a fractured on the lateral side of the post. DHR was reviewed and no discrepancies were found. The risks associated with fracture of the tasp during normal usage with no consequence for the patient are addressed in the risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.